Event description:
Customer reported to service rep that machine was removing too much weight during dialysis. Service was performed on the machine by a baxter althin service rep. Nothing could be found wrong with the machine. No pt injury / reported; no additional pt information available.